Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015. Device evaluation:the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: during investigation, a review of the pump¿s black box showed no loss of prime warnings (cs 162) had occurred. The pump was exercised for 24 hours with a 1 unit per hour basal program and the loss of prime alarm was not duplicated during testing. The pump¿s calibration reading was found to be within required specifications. The pump case was removed and the force sensor pins were properly seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture or loose components found inside the pump. The complaint of loss of prime warnings occurring was not able to be duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).